Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported that device has an out of range check clutch and plunger lever error.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the left plunger case damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. Parts were over 4 years old. Replaced damaged left plunger case, along with all the plastic past of the plunger head. Replaced battery, would not take a charge. Updated software of the device. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 17-may-2018.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 20-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during setup.